Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was over 500 mg/dl and sensor glucose was 296 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 438 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they had a bent cannula on the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Analysis inspected 1 opened/used enlite sensor and found cannula retracted at top of sensor. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used.